Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for hemarthrosis. Event is not serious and is considered moderate. There is a remote possibility the event is related to device and is probably related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (left knee). Treatment: invasive intervention: left knee aspiration of 100 ml of gross blood. On (B)(6) 2021, the patient had bilateral patellofemoral arthroplasties to address bilateral patellofemoral arthritis-end stage and a right knee posterior horn medical meniscal tear. Competitor components were used during these procedures along with depuy cement. Medical records from (B)(6) 2021 state that the patient has swelling, and hemarthrosis. Surgeon aspirated 100ml of blood out of his right knee.